Event description:
It was reported that during a laparoscopic assisted vaginal hysterctomy procedure, only half of the staples fire, and the device was difficult to release. Another like device was used to complete the case. There was no patient consequence.